Event description:
Health care facility reported that a pt with a subclavian line had redness and sloughing of the skin. The facility reported there was no drainage, but looked like a second degree burn. The facility reported that the line was removed and the pt was treated with topical antibiotic. The facility reported that the pt is improving.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Lot code provided, manufacturing record review completed and product met specifications. Complaint type will be monitored.